Event description:
It was reported by service report that there is fluid leaking from the fowler gas cylinder. It is unknown if there was patient involvement or if there are adverse consequences to report.